Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was used for a planned treatment/non-emergency treatment which was delayed less than seven minutes and continued by restarting the system. The philips remote service engineer (rse) inspected the system and confirmed that the c-arm stopped working. Review of the system log files did not show any issue related to geometry. Technicians did a warm restart, and the issue remained until they did a cold restart. Biomed performed a stand calibration. After that system was working fine.the codes were updated based on the investigation outcome.evaluation method code was corrected.

Event description:
It has been reported to philips that, c-arm stopped working. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.